Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. Summary of investigational findings: device returned in original packaging, but with no filter. Locking mechanism activated/unlocked. Introducer obviously used but still working as intended and no deviations noted when comparing grasping hook to testing device. Unable to determine exact reason for the reported early detachment, but "the filter introducer was advanced in the sheath with the filter attached to the introducer. When the filter came out from the sheath tip" may indicate pushing the introducer in stead of pulling the sheath. This is supported by the tilted filter, as pushing the introducer may cause the filter to jump and consequently to tilt. Or, since locking mechanism was unlocked, the release button may have been inadvertently pushed, when discovered that "filter moved as if tilted." Cook medical will continue to monitor for similar events. No evidence to suggest that this device was not manufactured according to specifications.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement, approached from the right internal jugular vein. The filter introducer was advanced into the sheath with the filter attached to the introducer. When the filter came out from the sheath tip, the filter moved as if it tilted, then it was detached from the introducer. The filter was placed significantly tilted. Since it was concerned that the filter leg was in the collatera, the filter was retrieved with gtrs-200-rb with no problem. Another igtcfs-65-jp-jug-tulip was used instead and the filter was placed successfully. Patient outcome: there have been no adverse effects to the patient reported.